Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.00/+2.00/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The patient experienced lens rotation. On (B)(6) 2020 the lens was repositioned. But this did not resolve the problem. Then on (B)(6) 2022 the lens was exchanged with a longer length/different model lens and this resolved the problem.

Manufacturer narrative:
Corrected data: b5 - laser refractive surgery was also performed to correct the patients residual astigmatism, should have also been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).